Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 16 months of support on the lvad, the pt presented to the vad clinic complaining of "feeling ill" and with new on-set heart failure symptoms. Labs drawn showed an ldh of 8458 and worsening renal function. Vad parameters were speed 9200 rpm, power 6's, and pi 3's. A ramp study was performed that showed the lvedd (left ventricular end-diastolic diameter) did not decrease despite titrating the speed up to 10,000. Rhc (right heart catheterization) showed severe pulmonary hypertension and a wedge pressure of 25. The pt was emergently taken to the operating room and the pump was exchanged. Upon explant, the vad engineer disassembled the pump and reportedly left the noted thrombus intact.

Manufacturer narrative:
The pt remains ongoing on lvad support post the pump exchange and no further issues have been reported. The explanted device was returned to the MFR for eval and is currently being analyzed. The user facility report # (B)(4) was rec'd from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.